Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing extracardiac stimulation from the left ventricular (lv) lead in the form of a thum ping sensation when laying on their left side. Pacing parameters were adjusted to resolve the stimulation and the lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.